Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached cut. The visual inspection also revealed that all the conducotrs were distorted and the outer tubing was breached/cut with blood also noted in the helix mechanism damaged during explant. (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection and the outer insulation was also breached/cut and the proximal conductor damaged during explant.

Event description:
It was reported during the implant procedure, that there was atrial over sensing with the atrial lead and the insulation was torn on the other lead. Neither lead was implanted. There were no patient complications reported as a result of this event.